Event description:
The left brake handle allegedly broke on the rollator, causing the consumer to fall and injure her back. No serious injury is alleged.

Manufacturer narrative:
Dealer alleges the left brake handle broke and user allegedly fell. Later that night user went to go to bed felt pain in her back and discovered a bruise. User allegedly went to the hospital and sought medical treatment. No confirmation of medical treatment has been provided. Product has not been returned for evaluation at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on medical intervention.